Event description:
The report stated that upon connecting an electrode to the generator, "ll" was displayed indicating a temperature less than 10 degrees celsius. Another electrode was used but same problem occurred. The procedure was completed through percutaneous ethanol injection therapy.

Manufacturer narrative:
Date of initial report: 09/16/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.